Event description:
Healthcare professional reported patient was pretreated with dermomax lidocaine 2% and then injected with unspecified juvederm voluma as well as concomitant injection with juvederm volift with lidocaine. Injection sites were noted as malar, folds, and marionette, however specific sites for each product were not noted. Immediately after injection patient developed "important pallor area just above the nasolabial groove (middle third.)" Twelve hours later patient "noticed livedo reticular in the right malar region and nasal right without pain or texture change." Patient additionally developed "burning [illegible]," itching, and pain. The injecting physician is "in doubt about the event, if it is an ischemic event or infectious event" however an allergan healthcare professional hypothesizes it is "tissue ischemia after filling." Patient was injected with hyaluronidase and prescribed "atb" and corticosteroids. Symptoms improved and the patient was "dealing with small residual lesions with dersane." There is now "full recovery of the patient."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pallor, "livedo reticular", burning, itching, pain, ischemia, and infectious event are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pallor, "livedo reticular", burning, itching, pain, ischemia, and infectious event as follows: contra-indications - "do not inject juvéderm® voluma¿ with lidocaine into blood vessels (intravascular)." Precautions for use - "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects - "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Coloration or discolouration of the injection area. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported patient was pretreated with dermomax lidocaine 2% and then injected with unspecified juvéderm¿ voluma¿ as well as concomitant injection with juvéderm® volift¿ with lidocaine. Injection sites were noted as malar, folds, and marionette, however, specific sites for each product were not noted. Immediately after injection, patient developed ¿important pallor area just above the nasolabial groove (middle third.)¿ twelve hours later patient "noticed livedo reticular in the right malar region and nasal right without pain or texture change." Patient additionally developed ¿burning [illegible],¿ itching, and pain. The injecting physician is "in doubt about the event, if it is an ischemic event or infectious event" however an allergan healthcare professional hypothesizes it is "tissue ischemia after filling." Patient was injected with hyaluronidase and prescribed "atb" and corticosteroids. Symptoms improved and the patient was "dealing with small residual lesions with dersane." There is now ¿full recovery of the patient.¿